Manufacturer narrative:
(B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the patient experienced an issue with two infusion set cannula was crimped and patient faces symptoms within 3 or more hours after insertion. The infusion set is long for less than 1 day. The site of insertion is thigh. The blood glucose level was 220 - 270 mg/dl. No further information available.